Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to a sales representative and forwarded by our local affiliate (B)(4). This case is associated to case (B)(6) by the same reporter. This case involves a female, pt, (age nos), who received poly-l-lactic acid (sculptra) treatments (4 ml per application) between (B)(6) 2008 (number of applications nos). Relevant medical history and concomitant medication info were not mentioned. On (B)(6) 2008, the pt developed nodules (site nos). Triamcinolone has been initiated as treatment for this event. Event outcome is unk. Reporter's causality assessment: highly probable. Additional info received on (B)(6) 2008 and (B)(6) 2008, respectively were processed together: the sales representative confirmed that the pt received two applications of poly-l-lactic, the first on (B)(6) 2008 and the second on (B)(6) 2008. Poly-l-lactic acid was reconstituted with 4 mls of sterile water. Two mls were injected into each side of the pt's neck area, where several nodules subsequently developed. At the time of this report, the pt's clinical state is described as stable. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4).

Manufacturer narrative:
Additional info received on (B)(6) 2008: (B)(4) results were received. A brr (batch record review) was performed without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.